Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2021. The patient experienced a skin reaction that consisted of a rash at the sensor patch adhesive. The patient stated that bleeding occurred during sensor insertion and she had a bruise in the area. The patient reported that they were treated with an unspecified oral or IV medication. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).